Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found with a hole and reddish material in the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force issue was unable to be duplicated during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of the hole in the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the afib operation, the force values displayed are high/the pressure value was not stable, around 80~90 before touching the heart wall. Then the catheter could not receive electric signal and could not build the model; the catheter had much interference/noise. The second catheter was used to complete the operation. There was no report on adverse event on patient. The customer¿s reported high force and noise issues are considered to be not MDR reportable since the issues are highly detectable when occurring and the potential that they could cause or contribute to a death, serious injury, or other significant adverse event is low. On 7/15/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 7/23/2020, a hole and a reddish material was found in the pebax. This finding of a hole in the pebax was assessed as an MDR reportable malfunction since the integrity of the device is compromised.